Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had button error and priming anomaly. Customer¿s blood glucose was unknown. The customer also reported that the insulin pump had no delivery alarm, diminished battery life. The customer also reported that insulin squirt out of the end of tubing. The insulin pump will be returned for analysis.